Manufacturer narrative:
This report is submitted on 15 april 2020.

Event description:
It was reported that patient allegedly opened the lockable battery door and consumed the battery. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.